Manufacturer narrative:
Investigation summary service and repair evaluation: the customer reported it was reported that on (B)(6) 2024, the device 05.000.008 sn (B)(6) buttons were not working as well as the device 05.000.008 lot 007905 buttons were not working . The repair technician reported that cracked contact plate , discolored vent , discolored wire , rust on motor , debris on barriers , liquid in device , rust on bearing spaces .the cause of the issue is improper maintenance .the item was repaired per the inspection sheet, passed synthes final inspection on 07 nov 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 05.000.008, synthes lot: 007905, supplier lot: 007905, release to warehouse date: jul 02, 2020, supplier: triangle manufacturing. No ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2024, the device 05.000.008 sn (B)(6) buttons were not working as well as the device 05.000.008 lot 007905 buttons were not working. The problem was discovered during inspection. There was no patient involvement.